Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('significant and constant pain') in an adult female patient who had essure (batch no. 774385) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria disability and intervention required). On an unknown date, the patient experienced musculoskeletal pain ("muscle and joint pain / pain similar to fibromyalgia"), fatigue ("intense chronic fatigue"), insomnia ("sleep difficulties"), migraine ("migraines"), tendon pain ("tendon pain"), muscle atrophy ("muscle atrophy"), vitamin b12 deficiency ("vitamin b12 deficiency"), muscular weakness ("muscle weakness"), ear pruritus ("itching of the ear canal"), tinnitus ("tinnitus"), dry eye ("dry eyes") and psoriasis ("psoriasis"). The patient was treated with surgery (total hysterectomy) and pain management by hypnosis. Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, musculoskeletal pain, fatigue, insomnia, migraine, tendon pain, muscle atrophy, vitamin b12 deficiency, muscular weakness, ear pruritus, tinnitus, dry eye and psoriasis outcome was unknown. The reporter provided no causality assessment for dry eye, ear pruritus, fatigue, insomnia, migraine, muscle atrophy, muscular weakness, musculoskeletal pain, pelvic pain, psoriasis, tendon pain, tinnitus and vitamin b12 deficiency with essure. The reporter commented: the events started on (B)(6) 2011 (unspecified). Patient had difficulty walking for a long time and maintaining a position or activity for a long time. She had debilitating symptoms that worsened over time, leading to work leave for 4 years, as well as care in a functional rehabilitation centre for 2 years, and pain management by hypnosis in a hospital facility. Follow-up in internal medicine giving rise to various examinations and drug treatments without effect. She also had to stop all her activities, due to incapacity, and ceased all social activity due to the intense fatigue and the significant and constant pain. She stated it was too early to see any improvement after removal. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: follow-up in internal medicine giving rise to various examinations and drug treatments without effect. Lot number: 774385 manufacturing date: 2010-08 expiration date: 2013-08 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 16-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('significant and constant pain') in an adult female patient who had essure (batch no. 774385) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria disability and intervention required). On an unknown date, the patient experienced musculoskeletal pain ("muscle and joint pain / pain similar to fibromyalgia"), fatigue ("intense chronic fatigue"), insomnia ("sleep difficulties"), migraine ("migraines"), tendon pain ("tendon pain"), muscle atrophy ("muscle atrophy"), vitamin b12 deficiency ("vitamin b12 deficiency"), muscular weakness ("muscle weakness"), ear pruritus ("itching of the ear canal"), tinnitus ("tinnitus"), dry eye ("dry eyes") and psoriasis ("psoriasis"). The patient was treated with surgery (total hysterectomy) and pain management by hypnosis. Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, musculoskeletal pain, fatigue, insomnia, migraine, tendon pain, muscle atrophy, vitamin b12 deficiency, muscular weakness, ear pruritus, tinnitus, dry eye, and psoriasis outcome was unknown. The reporter provided no causality assessment for dry eye, ear pruritus, fatigue, insomnia, migraine, muscle atrophy, muscular weakness, musculoskeletal pain, pelvic pain, psoriasis, tendon pain, tinnitus, and vitamin b12 deficiency with essure. The reporter commented: the events started on (B)(6) 2011. Patient had difficulty walking for a long time and maintaining a position or activity for a long time. She had debilitating symptoms that worsened over time, leading to work leave for 4 years, as well as care in a functional rehabilitation centre for 2 years, and pain management by hypnosis in a hospital facility. Follow-up in internal medicine giving rise to various examinations, and drug treatments without effect. She also had to stop all her activities, due to incapacity, and ceased all social activity due to the intense fatigue, and the significant and constant pain. She stated it was too early to see any improvement after removal. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: follow-up in internal medicine giving rise to various examinations and drug treatments without effect. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and review of complaint records, and records of non-conformances data. Should any new and reportable information become available as a result, this will be provided in a supplementary report.